Event description:
Hosp reported a 1" white plastic cube that houses two ferrous metal plates which snaps around a cable broke and released the cube from the cable. The cube was migrating across the floor toward the magnet. No injury occurred.